Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. The helix was stretched beyond specification and the outer insulation was breached/cut.

Event description:
It was reported during the implant procedure that the lead experienced high impedance readings of 1800 ohms at in every position attempted. When the lead was removed, the helix would not extend out; it was crooked. The lead was not implanted. No patient complications have been reported as a result of this event.